Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was not on the device for the past 2 months because "it wasn't working." The device would beep when they would try to rewind the piston. The user nor mother could not remember what alert was on the device. They were advised to put the device on the charger and call back when they were home to turn it on for troubleshooting. There was no further information provided by the user.